Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump, oil mist filter and oil return valve were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 02/23/2016.

Event description:
An international customer reported an event of "smoke" (haze) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
No load was involved. Additional manufacturer narrative: the oil was filled to a normal volume in the vacuum pump. Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump, oil mist filter and oil return valve were not returned for functional evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter, oil return valve and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.